Event description:
I am filing a formal complaint regarding a dangerous malfunction of the freestyle libre 3 continuous glucose monitoring (cgm) sensor manufactured by abbott laboratories. Beginning the night of friday, (B)(6) 2025, my sensor began displaying severely elevated glucose readings, beginning at 256 mg/dl and escalating to 350 mg/dl, which is the device's upper threshold. These dangerously high readings persisted for over 40 hours with very modest fluctuations and always remaining above 325 mg/dl. Terrified that I had developed severe diabetes or was undergoing acute organ failure, I responded by fasting, exercising, and hydrating compulsively. My physician, also alarmed by the data, considered emergency interventions. It wasn't until sunday, (B)(6) while I was at a hospital, that I obtained a blood stick test revealing my true glucose levels were in the 117¿137 mg/dl range--completely normal. This device falsely tripled my actual blood sugar, causing: ¿ severe emotional distress ¿ unnecessary medical panic ¿ physical consequences due to prolonged fasting and overexertion ¿ strained doctor-patient decision making based on false data after a 49-minute phone call with abbott customer service, the only resolution offered was a replacement sensor. No meaningful apology, escalation, or investigation was initiated despite the life-altering implications of their device's failure. I am seeking: 1. Formal acknowledgment and documentation of this incident. 2. A product investigation and root cause analysis. 3. Assurance this issue will be addressed to protect other users. 4. Any available compensation or remedy beyond a replacement sensor. This was not a minor technical issue--it was a gross and dangerous failure of a medical device, and abbott must be held accountable. Regrettably I threw out the cgm (continuous glucose monitoring) device at the gym yesterday because my alarm would not stop going off.